Event description:
During the case oil was spraying into the patient. Additional information stated it was not positive all oily substance was removed, time will tell. Case was completed. Smith & nephew blade was used with the device. Normal saline was used for irrigation. The issue starts before irrigation and continues.

Manufacturer narrative:
(B)(4).